Manufacturer narrative:
(B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. The device history record for the lot number m5194t310 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2015-00291 for the first patient. It was reported that a "mobile infirmary reported issues with the thumb valve being stuck down causing ventilator alarms." There was no adverse event for either incident. With the same respirator therapist on two different adult patients. The catheter was changed out with both incidents without any further issue. Additional information was received on 11/05/2015 that states it is odd that two catheters with the sticky thumb valve popped up in the same unit. No adverse event or patient harm involved. Additional information received on 11/10/2015 that states low exhaled tidal volume alarms (mandatory and spontaneous) on patients with halyard 14 fr. In-line suction devices on 840 ventilators. There was no harm to patients noted.